Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. The acetabular shell has damage around the rim of the shell that appears to be from the removal process. There was no signs of osseointegration in to the fiber metal on the shell.